Event description:
It was reported that pump interrogation showed the estimated eri (elective replacement indicator) was 6 months. The pump was replaced for battery depletion. The catheter was also replaced. The patient recovered without sequela. The severity of the event was noted to be "mild". The pump was delivering dilaudid and bupivacaine. It was later reported that the catheter was replaced because there was no csf (cerebrospinal fluid) flow in the or (operating room).

Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n081782, implanted: (B)(6) 2006, explanted: (B)(6) 2013: product type accessory; product ID 8709, lot# j10930r47, implanted: (B)(6) 2001, explanted: (B)(6) 2013: product type catheter. (B)(4).